Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced peristaltic pump tubing. The cse ran volume dispense checks and aspirate probe check, all of which passed. No leaks were detected. The cse returned to the customer site to replace parts. The cse replaced the displacement pump, grey peristaltic pump tubing, valve manifold, aspirate probes, and wash blocks. Quality controls and precision testing were run and passed. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on (B)(6) 2016 on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). The following day, (B)(6) 2016, an additional discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on the same instrument. Based on the initial result, the patient was transferred to another medical center. The patient was drawn at the alternate facility and the result was lower. The original sample was then repeated on the same instrument, resulting lower. A corrected report was not issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.